Event description:
A pt for a fib ablation. Cardiologist gained venous access via the left femoral vein, using two daig 6.5f, 12cm fast cath hemostasis introducers, model 406153. Lot #questionable as packaging for the case was not retained lots 2061262 or 2057363 suspected. An 11f, 12cm fast cath introducer, model 406124, was placed in the same vein. All three introducers placed in the following manner: three separate needle sticks performed, guide wires placed into vein with each stick, needle removed over the guide wire respectively. Once all three guide wires in place, introducers with dilators placed and guide wires and dilators were removed. Side ports of 6.5f introducers were used for blood draw without resistance. Upon conclusion of case, when removing the 6.5f introducers, one of them was removed, yielding only the hub and a small piece of the shaft component. Fluoroscopy revealed the introducer shaft remained in the femoral vein, just beyond the insertion site without distal migration. The 11f introducer in the left in place to maintain stability in the area. Attempts to remove introducer in the ep lab included superficial cut down, and attempt to retrieve via snare. Following these unsuccessful attempts pt to or for successful vascular surgical cut down without further complication. Discharged home in 2008.